Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
The customer reported via phone call that she keeps receiving a no delivery alarm and has changed the reservoir 3 times already. Customer stated that the insulin was cloudy and when she tried to fill another she received another no delivery alarm. Customer reported that the insulin does not exit and there is greater than normal resistance with plunger push. It was explained that the alarm was caused by a set or reservoir connection. Customer will return 3 reservoirs and 4 infusion sets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.